Manufacturer narrative:
The manufacturer conducted a documentary review only. Without returned product for technical investigation, it is not possible to confirm the reported defect. Related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about on (B)(6) 2025, patient underwent placement of an xcela port. The device was implanted by dr. (B)(6), md, at (B)(6) hospital in (B)(6), for vascular access. On or about on (B)(6) 2025, port removal was recommended. On or about on (B)(6) 2025, patient's port was removed by dr. (B)(6), md, at (B)(6) center in (B)(6).